Event description:
It was reported that the devices were used during a colon resection. It was reported by the rep that the anvils disconnected from the shaft of the devices (2), after firing/during reload. Locking pin dislodged from connector on end of shaft. There was no consequence to the pt.